Event description:
The patient was upgraded on the transplant list.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction was unable to be confirmed as no images were submitted for review and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), remains in use. In addition, a direct correlation between heartmate 3 lvas, serial number mlp-008131, and the report of syncope could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, " introduction," lists potential adverse events that may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 for pre-syncope followed by episode of syncope with loss of consciousness and evaluation notable for cross-sectional imaging confirmed extrinsic compression of the lvad outflow graft in the region of the bend relief with > 95% stenosis by cross-sectional area. Due to the location of the compression being within the bend-relief rather than within the goretex wrap, surgical intervention was deemed both preclusively high risk and unlikely to durably resolve this life-threatening complication.

Event description:
Additional information reported that the patient's blood pressure and volume were managed and they remained stable with no alarms. The patient was discharged home.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.